Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. Ths lv lead was then repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A supplemental report is being filed to corred the occupation.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. Ths lv lead was then repositioned. No additional adverse patient effects were reported. Additional information indicated that the left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.